Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a clinic follow-up, the device was in back-up mode (bvvi) and the cause was unknown. Technical support was contacted to resolve the event and the device was reprogrammed successfully. The patient was stable and will continue to be monitored.